Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
After the atrial tachycardia (at) right-sided ablation procedure with a qdot catheter, the patient experienced hypotension and pericardial effusion treated with pericardiocentesis. The report indicated that about an hour after the at-right ablation procedure was completed, the patient became hypotensive. The patient was brought into the lab, and an echocardiogram was used to confirm the pericardial effusion. The medical intervention was pericardiocentesis. The last known patient status was stable. Other devices used were carto 3 system and ngen generator.